Event description:
Reportedly, the knife didn't cut through tissue, leaving the pt with staples, but no anastomosis. The device was removed by cautery from the colorectal area. Colostomy (unintended).